Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing. Pump received error 25 due to j6 connector resistance issue.

Event description:
It was reported that the insulin pump had an alarm was generated when a power system error was detected and this error did not prevent the pump from running error. Customer's blood glucose value was unknown. The customer performed troubleshooting. The customer reports that the batteries are lasting less than a week. The insulin pump will be returned for analysis.